Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the sealing function of the endowrist one vessel sealer instrument was not working properly. The surgeon would activate the sealer and divide the vessel but afterward the end of the vessel would be exposed and bleed. Vessel loops were required to control the bleeding. A covidien ligasure vessel sealer was used to complete the remaining vessel sealing part fo the case. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted isi clinical sales rep (csr) to obtain additional information regarding the reported complaint. Csr indicated that the vessel sealer instrument was sealing initially and then it was not sealing properly, not creating coagulation. The vessels were not highly calcified or greater than 7mm in diameter. The surgeon was holding the master grips fully closed throughout the sealing cycle and the surgeon did hear the two audible beeps. The sealing cycle was about 10 seconds before hearing the beeps. At one time surgeon thought it did seal and cut and system did not give any errors or messages that vessel sealer is not sealing. There was bleeding and there was no blood transfusion required. The bleeding was controlled by using vessel loops. There was no patient injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the reported complaint. The blade was not exposed and it was properly housed in the blade garage. There was no conductor wire damage or snake wrist damage found. There was significant bio debris at the instrument tip. The cut and seal functional test were performed and passed with out any issues. Visual inspection did not show any mechanical damage except for a scratch mark at the distal end of the electrode. The following tests were performed and all measurements were within specifications: the electrical continuity test, grip force test, tissue gap, jaw offset, resistance and the sealing test.

Manufacturer narrative:
Isi received the video related to the reported da vinci surgical procedure. The video was evaluated by isi, which revealed the following: the instrument had been successfully used for 20-30 minutes prior to the failed seal. Tissue effect was observed prior to the transection of the artery which caused the bleeding. Vessel loops were successfully used to control the bleeding. The surgeon continued to use the instrument after the insufficient seal. The instrument has been received; however, failure analysis investigation has not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the failure analysis investigation has been completed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.